Manufacturer narrative:
The insulin pump was received with missing retainer ring, minor scratched lcd window, cracked battery tube threads and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had physical damage. It was stated that a part of the reservoir compartment broke off. The device was not dropped but possibly bumped. Customer's blood glucose was under control; value is unknown. It was stated that the device was working as designed. The insulin pump was returned for analysis.